Manufacturer narrative:
The return device analysis could not replicate the reported clip deployment issue in a testing environment due to the condition of the returned device (clip was deployed). Moreover, it was observed that the actuator coupler was corroded, actuator mandrel was broken towards the distal end and was also bent at the proximal end near the crimping cam. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis, the cause of the observed actuator mandrel break cannot be determined. The reported deployment issue appears to be a cascading effect of the actuator mandrel break as the broken mandrel prevented the gripper lines from being removed from the l-lock shaft. The observed bent of the actuator mandrel near the proximal end appears to post procedural handling/shipping of the device. The corrosion observed on the actuator coupler appears to be consequences of post-procedural exposure to saline solution. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip deployment difficulty. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was deployed without issue. A second xtw clip was positioned on the valve and the deployment process began. The actuator knob was turned 8 times, pulled and the gripper levers were raised, but the clip could not be deployed. Troubleshooting was performed and eventually, after several movements the clip could be deployed. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.